Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced an issue in which the light emitting diode occasionally went out. The issue occurred during the inspection for use. There were no reports of patient harm.